Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of 1200mg/dl and diabetic ketoacidosis. Customer treated with a shot. Troubleshooting found that the time setting was incorrect and was 5 hours behind. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. The customer was advised to call back if further assistance is needed as it appears that the pump is operating as designed. The customer was advised to follow up with their doctor regarding the high blood glucose.